Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device displayed "defib disabled", "defib fault 72", and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction. .